Event description:
It was reported there was going to be an m6-c removal case on (B)(6) 2025. No further details have been provided.

Manufacturer narrative:
It was reported that a patient underwent a 2-level revision to remove m6-cs. No devices were returned: therefore, no device examination could be performed. Without a device, serial number, or lot number, a review of the device history records could not be completed. No microbiology or pathology testing reports or results were provided. Based on the limited information provided, it was not possible to determine the cause of the product experience. Without a device, serial number, or lot number, the device history record and ncmr review could not be completed. Rev 39 line 12.75 - device explanted.

Manufacturer narrative:
No additional information has been provided at this time. Device did not return for investigation. No images were provided for review. If new information is provided a follow up report will be submitted.

Event description:
It was reported there was going to be an m6-c removal case on (B)(6) 2025. No further details have been provided.